Event description:
It was reported by the sales rep that the saw continues to run if the switch is turned to off. It is unk if there was adverse consequences or pt involvement.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.